Event description:
The manufacturer received information alleging a patient was smoking a cigarette while using a millennium oxygen concentrator and the device caught on fire. The patient expired as a result. The reporting facility confirmed the device was discarded and will not be returning to the manufacturer for evaluation. Product labeling states,"oxygen vigorously accelerates combustion and should be kept away from heat or open flames. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use." The manufacturer concludes the source of the fire was external to the device.